Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred when the customer loaded a new cartridge. The customer's blood glucose level was 165 mg/dl and it was addressed with a bolus once the alarm was cleared. During troubleshooting with tandem&#38112;technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.